Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016 the patient made a clinic visit. Patient complained of fatigue, shortness of breath, and black stools and was admitted for further gastrointestinal (gi) workup. An esophagogastroduodenoscopy (egd) on (B)(6) 2016 showed gave that was bleeding and treated with soc+ epinephrine and thought the likely source of bleeding. On (B)(6) 2016 the patient experience pain in abdomen and a CT scan found a gastric wall hematoma. The abdominal pain subsided on (B)(6) 2016, hemoglobin/hematocrit (h/h) remained stable, gi sign off. Patient will be discharge once inr is therapeutic. No additional information available.